Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9036655, medical device expiration date: 2019-11-30, device manufacture date: 2019-02-05, medical device lot #: 9036657, medical device expiration date: 2019-11-30, device manufacture date: 2019-02-05, medical device lot #: 9065703, medical device expiration date: 2019-12-31, device manufacture date: 2019-03-06. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was underfill or low draw of a tube with blood. This event occurred 90 times. The following information was provided by the initial reporter: the draw was less than lower spec limit for draw volume. During our internal testing, two citrate products, show draw volume failures below the -10% requirement within the labeled shelf life. In both cases, they will stop meeting our reliability requirement for draw volume about 1-2 months before the labeled expiration date, and in both cases by the time they reach 1 month beyond the labeled expiration date, nearly all samples will fail draw volume testing.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported during use the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes there was underfill or low draw of a tube with blood. This event occurred 90 times. The following information was provided by the initial reporter: the draw was less than lower spec limit for draw volume. During our internal testing, two citrate products, show draw volume failures below the -10% requirement within the labeled shelf life. In both cases, they will stop meeting our reliability requirement for draw volume about 1-2 months before the labeled expiration date, and in both cases by the time they reach 1 month beyond the labeled expiration date, nearly all samples will fail draw volume testing.